Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. Despite this issue, the customer's blood glucose level did not exceed 500 mg/dl. Initially, the customer was unable to resume insulin therapy after attempting to reload the original cartridge. However, with assistance from technical support, the customer was able to load a new cartridge correctly and successfully resume insulin therapy, resolving the issue.